Manufacturer narrative:
Results: device inspected and prepped prior to use with no abnormalities noted. It appears most likely that the balloon leak occurred during use of the device and therefore the root cause was procedural related. Conclusions: device inspected and prepped prior to use with no abnormalities noted. It appears most likely that the balloon leak occurred during use of the device and therefore the root cause was procedural related. (B)(4).

Event description:
Physician was attempting to pre-dilate a lesion using a sprinter legend rx balloon. Several attempts were made to inflate the balloon; however, the balloon failed to expand. Device had been inspected and prepped prior to use with no abnormalities noted. Physician used another balloon to complete the procedure. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The hypotube was kinked 10.5cm, 13.8cm and 14.7cm distal to the strain relief. There was no necking or stretching evident to the balloon bond or inflation lumen. Negative purge was performed and a constant stream of air bubbles was observed, confirming the presence of a leak in the device. When an attempt was made to inflate the device it would not hold pressure. A small radial tear was located on the body of the balloon over the single inner shaft marker. The balloon material at the leak site was slightly raised and pushed distally.